Event description:
The customer reported that the system would not boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tech processor was evaluated and found to be the root cause. The part was backordered. Further service info was unavailable at the time of this report.